Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch verio iq meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012, between 11am-12pm. It is not known how the patient manages his diabetes or if changes were made to his usual diabetes management routine. About 8 hours prior to the reported issue, the patient claims he felt symptoms of dizzy, weak, sweating and was vomiting. The patient did not specify any treatment at that time. At 12pm, that same afternoon, the patient reportedly went to his local fire department to test his blood glucose. The patient obtained a blood glucose result of "147 mg/dl" with the other meter. The cca noted the correct test strips were being used for testing and there was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive medical intervention for an acute complication of diabetes after the product issue occurred. However, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.